Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: investigation revealed a dim and faded display screen. The text on the screen had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. The text on the screen had a reddish tint. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/10/2014.